Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the left ventricular (lv) lead was found difficult to be inserted into the catheter. Once in position, the lv lead exhibited high and out of range pacing impedance. The lv lead was then removed and replaced on (B)(6) 2023. The patient had no adverse consequences.

Manufacturer narrative:
The reported events of ¿lead was found difficult to be inserted into the catheter¿ and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece without the catheter. The lead could be fully inserted inside the catheter and removed without difficulties. The s-curve hump height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead found no anomalies except for procedural damage.